Event description:
Md-applied fixator to treat a femoral fracture. Approx three days later md noted that the serrated joint appeared to have slipped. It was retightened in the office. One week later a second surgery was performed to replace the fixator and realign the fracture due to a second incident of slippage.